Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the spring popped out of the safety mechanism. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. One of the photos shows a device with the spring popping out of the front barrel over the cannula of the device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: spring pop out. Bd was not able to identify a root cause for the indicated failure mode. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the spring popped out of the safety mechanism. No adverse impact was reported regarding the patient or user.